Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this complaint was returned for investigation. All available photographs were reviewed, and the dxtend screw lock d4.5x36mm can be seen broken. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was implanting a screw in to our metaglene and at the last screw the head of the screw itself snapped off. This also lead to the locking mechanism of the screw shattering in to multiple pieces. Another screw was used to complete the procedure. 40 minute delay in surgery.